Event description:
Caller, respiratory therapist, reported that the patient had 6sct trach installed and the cuff leaked after 4 days. Patient is on a vent at night and deflates the cuff during the daytime. Caller confirmed that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related defects and reduce the potential for occurence during the manufacturing process. Information has been added to the database for trending purposes.